Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the sealing ring was worn and there were dents on the outer tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the resection sheath's ceramic tip was missing. There were no reports of patient harm, no delay, and the patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: g3, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned for evaluation. However, the investigation was performed based on the information provided by the customer and the reported malfunction was confirmed. The definitive root cause of the reported issue could not be determined. According to the investigation, likely cause of the reported event might be the following: ceramic beak: it can be concluded that a damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. The investigation also provide information on the instruction manual which contains the following information. The IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: 4.0: before use warning: infection control risk, properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.